Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16 annex b: b01. Annex c: c0201. Annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Investigation summary: field technician stated right iui communication failure was confirmed. Received on 06-dec-2024 into bd san diego operation¿s lab. Lvp unit was received unboxed and with paperwork. Unit was connected between a test pcu and lvp modules. The test pcu detects the lvp unit but not the 2 test lvp modules. A failed iui connector test via asm also confirmed the stated failure. Installed a test logic board into unit, reassembled, and was re-connected between a test pcu and lvp modules. All lvp modules were detected and acquired a channel ID. Iui connector test on asm was done, and the unit passed. Installed the original logic board into a test lvp and the failure followed the board. This confirms that the logic board caused the communication failure. Faulty logic board. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the faulty lvp logic board. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had right iui communication failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had right iui communication failure. There was no patient involvement.